Event description:
Paramedics responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes for a quick look through paddles lead. The device would not allow paddles to be selected as a lead. ECG leads were connected to the patient who was then diagnosed in asystole. CPR and drugs were administered while the patient was transported to the hospital. The patient was not resuscitated. The incident did not cause or contribute to the patient's death because the patient's rhythm was not shockable.